Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported damaged product. An empty opened folder and two needle-suture pieces of product code u700 were returned for analysis. This product code is double armed. During the visual inspection of the sample (two needle-suture pieces), the swage and attachment area of needles were not as expected; since the needles were split and broken on the swage area. Also, there are marks appears to be by use of surgical instrument in this area. The suture was examined for visual inspection and the extreme of the suture pieces were cut. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition the assignable cause of the damaged product is needle breakage; however, the assignable cause of the broken needle cannot be concluded, and an additional evaluation is necessary. The sample will be forward for evaluation to determine the failure mode. A failed suture needle was submitted evaluation. The component was identified as product code u7000. A fracture was observed at the suture attachment of the needle. The needle was received in one piece, as it was split open but not fractured into two separate pieces. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Five opened folders with a needle-suture combination each of product code u7000 were returned for analysis. The product code is double armed. During the visual inspection of five unused samples, the swage and attachment area of needles were as expected; also, the tip and body of the needles were examined under magnification and no defects or damage were found. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the samples condition, no damaged product was found.

Event description:
It was reported that a patient underwent an unknown ophthalmic operation on (B)(6) 2018 and suture was used. It was found that the swage part seems to be torn seeing under a microscope after opening the package. Upon evaluation of returned suture, it was found that the needle was broken. There were no adverse consequences to the patient.